Event description:
The customer reported that the cartridge was not fitting properly on the pump. This issue led to the customer's blood glucose level exceeding 500 mg/dl, with the value displayed as "high." To manage the high blood glucose, the customer administered a correction bolus via the pump and used multiple daily injections. Reportedly, the caller was removing the o-ring from new cartridges to fit them into the pump. Support advised removing the pump case, checking the pneumatic tap and guide rail for damage, cleaning these areas, and then completing the cartridge change process. The customer was instructed to call back if the problem persisted.